Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime and system sensor test due to faulty gold back sensor. Motor passed motor test. Pump received with minor scratched display window, scratched case, broken battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for motor error and customer was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.